Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements and decreased sensing one day post-implant. An x-ray was obtained indicating a likely lead dislodgement. A revision procedure was performed wherein the rv lead was repositioned without issue. No adverse patient effects were reported. This lead remains in service.